Event description:
It was reported that the user experienced a low blood glucose of 66 after an overnight period in range, which resolved after consuming five gummies, with no lingering effects or symptoms reported. Symptoms included hypoglycemia without associated complaints. Outcomes included resolution with oral glucose and no need for higher level care. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no identifiable cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.